Event description:
The reporter stated that her blood sugar was very low. She did not remember the reading. She said she dosed insulin and forgot to eat. She said she drand too much orange juice and her son called the emt's. The emt's checked her glucose and the result was in the 300's mg/dl. She then said she spent the night in the hosp and was treated for out of control blood sugars.